Manufacturer narrative:
A ge service representative performed an on site investigation. The representative was unable to duplicate the problem reported. The system was found to be operating as intended.

Event description:
The customer reported the 9800 system is locking up. No live images were available, causing the display to be completely black. No report of patient injury.